Manufacturer narrative:
Follow-up from 16-jun-2015: the required number of follow-up attempts was completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure tip of micro-insert broke when trying to remove insert with graspers; the removal was attempted by the physician since there were more than 18 trailing coils in uterine cavity; no bilateral placement was achieved. The patient had no injury. The reported events, regarded as essure device misdeployment (more than 18 trailing coils) followed by breakage at removal attempt and failed insertion, were considered non-serious and are listed in essure reference safety information. Single cases have been reported of essure breakage, mainly during difficult removals or when removal is attempted with fewer than 18 trailing coils in uterine cavity. In this particular case, considering that the reported events occurred in association with essure placement/removal a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to device breakage as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert), lot number c91739, insertion on (B)(6) 2014. Physician reported that tip of micro-insert broke when trying to remove insert with graspers; removal was attempted since there were more than 18 trailing coils in uterine cavity. No injury occurred and no bilateral placement was achieved. Ptc investigation result was received on 15-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "...tip of micro-insert broke when trying to remove insert..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: lot number c91739 (production date jul-2014 and expiration date 31-jul-2014). This ptc was initiated due to a reported product quality issue. The ae case refers also to usability issues. However, no adverse events have been reported at this point in time. No complaint sample was provided for further technical investigation. The batch documentation was reviewed by the rqu. The technical assessment concluded "unconfirmed quality defect". Since no adverse events were reported, no batch signal review for similar adverse events could be conducted. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure tip of micro-insert broke when trying to remove insert with graspers; the removal was attempted by the physician since there were more than 18 trailing coils in uterine cavity; no bilateral placement was achieved. The patient had no injury. The reported events, regarded as essure device misdeployment (more than 18 trailing coils) followed by breakage at removal attempt and failed insertion, were considered non-serious and are listed in essure reference safety information. Single cases have been reported of essure breakage, mainly during difficult removals or when removal is attempted with fewer than 18 trailing coils in uterine cavity. In this particular case, considering that the reported events occurred in association with essure placement/removal a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information was requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.